Event description:
It was reported that this right ventricular (rv) lead was part of the swelling and infection issue. Reportedly, the patient experienced chest pain and swelling at the implant site. The patient was in contact with the health care team. There was no additional adverse patient effects reported. This rv lead remains in service.